Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a ventral hernia repair, the patient called the clinic with a complaint of lower left quadrant pain after she increased daily activity on the previous day. The patient described it as "poking and piercing" pain. The patient was instructed to decrease activity, apply ice to site of pain, and take anti-inflammatory drug as needed. Pain was not resolved.